Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor and had a corroded battery tube. No traces of moisture were noted at the electronic or motor assemblies per out visual inspection. The insulin pump powered up properly after battery installation. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, cracked lcd window and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was filled with fluid. The battery cap was okay. The display did not return. The blood glucose reading was 178 mg/dl. The insulin pump will be replaced and returned for analysis.